Event description:
It was reported that the pump fails; cassette not attached alarm.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log confirmed the customer reported complaint. During the functional testing, the customer reported complaint was unable to be duplicated. The cause of the issue could not be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.